Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Based on the limited information provided, the event could not be confirmed and the cause could not be determined. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that plaintiff underwent a right total hip arthroplasty utilizing a syk citation short hip stem on or about (B)(6) 2010. Plaintiff further alleges to have been found to "have a cobalt level that has elevated from the established normal or baseline amount," which was recommended for revision. Suit filed in (B)(6).